Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect stat troponin-I result for a patient on (B)(6) 2022. The following results were: patient was run 3x¿s: 0.007, 0.001, 0.188 ng/ml. The sample was then run on the istat instrument and result was 0.03 ng/ml. The lab¿s reference range is 0-0.056 ng/ml. The quality control was within acceptable range. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Tracking and trending were reviewed and did not identify any related trends. Historical performance of the lot 22341un22 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 22341un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 22341un22. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I reagent lot 22341un22 was identified.